Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device will not turn on. The patient alleges cancer, kidney failure, stroke and heart surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on mar 28, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer, kidney failure, heart surgery and a stroke that are related to CPAP device's. The patient also reports that the device will not turn on is or not functioning and other thermal issue. No medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed dust-like and fibrous contamination and other unknown contamination on and around the iso port. An unknown white powder type of contamination at the air input of the blower box at the filter area. Slight black contamination at the blower seal of the blower box that is consistent with the keratin contamination observed. Dust-like and contamination was observed on the blower outlet seal. An unknown white powder or dust-like contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. The manufacturer also observed potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. An operational testing showed that the device powered on normally and provided flow the manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer able to confirm the patient's complaint of a non-functioning device, as the corrosion at the p4 power jack may have potentially caused intermittent contact and a resulting loss of power to the unita and address the patient symptoms specified. Sections d9, g3, h2, h3, h6 has been updated in this report.